Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the air dermatome serial number (B)(6) was not completed as the product was not returned. Repair of the device was not performed because the product was not returned. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. A corrective and preventative action implemented a serial number logbook to correct this issue. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the dermatome was skipping during harvest and only half of the blade cut on the right side. Additional harvest had to be made to collect enough tissue for skin graft during surgery.

Event description:
It was reported that the dermatome was skipping during harvest and only half of the blade cut on the right side. Additional harvest had to be made to collect enough tissue for skin graft during surgery. There was no delay, only extended surgery time. Approximately 2-3 minutes, to harvest a second graft, due to the first graft being less than the desired width. No additional patient consequences were reported.

Manufacturer narrative:
This follow up report is being submitted to report additional information.